Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure. (Pt age, over 18 years old). According to the complainant, the stent could not be deployed. The procedure was completed with another flexima biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good. This event has been deemed a reportable event based on the investigation results; catheter stretched.

Manufacturer narrative:
A visual examination of the returned device found the push catheter bent along its working length, the suture hole was torn, and the guide catheter was torn jaggedly in two pieces. The proximal and distal remnants of the guide catheter were stretched and kinked. The stent was not loaded to the delivery system and the suture was not returned for add'l analysis. Following a device analysis, it was noted by that the condition of the returned unit was consistent with the complaint incident that the inner sheath was stretched when they tried to deploy the stent of the device. The inner guide catheter likely became stretched and the push catheter damaged due tot he excessive force applied when attempting to retract the guide catheter and deploy the stent. Based on the results of the eval conducted and the details of the complaint, the most probable root cause is operational context due to anatomical / procedural factors encountered during the procedure where the performance was limited. The device history record (DHR) of the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed that no add'l complaints have been recorded for this lot. (B)(4).